Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the device is failing calibration with bp and co2 red x showing service now. There was no reported patient involvement.